Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been having low blood glucose for the past few days. Customer stated that he started doing a lot of cardio and noticed that his blood glucose was dropping, especially after 2 hours after doing a bolus. Customer stated that his health care professional is out of the office, so he wants to lower the settings. Customer's blood glucose is 48 mg/dl. Customer treated with a protein bar. Customer has been experiencing low blood glucose for 2 days. Customer stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Customer stated that he has greatly increased his cardio workouts. Customer was advised to speak to his health care professional regarding low blood glucose. Customer was advised to monitor the pump and his blood glucose until the settings are adjusted.